Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of two transcatheter bioprosthetic valves with post-dilation of the second valve, the patient became severely hypotensive. A transesophageal echocardiographic (tee) assessment showed right ventricular effusion and tamponade due to perforation. An attempt was made to surgically repair the perforation, however, this was unsuccessful and the patient died. The physician suspected the right ventricle could have been perforated during the insertion of the temporary pacing lead. The manufacturer of the temporary pacing lead was not reported.

Manufacturer narrative:
Multiple attempts to obtain the manufacturer and product information regarding the temporary pacing lead have been unsuccessful. It could not be confirmed that this was a medtronic product. The device has not been returned for analysis. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).